Manufacturer narrative:
The report that an unspecified syringe infusion was programmed for 2 hours yet infused within 45 minutes was not confirmed. Physical inspection of the device revealed no damage or abnormalities. The pcu error log contains no errors or malfunctions relevant to the customer¿s complaint. The pcu event log shows that an infusion was programmed at 6:39am at the rate of 5.47 ml/hr with a vtbi of 7.4377 ml. At 7:20am, the syringe module alarmed as a result of the syringe clamp being opened, at which time the primary volume infused was 3.6993 ml. At 7:21am, the syringe module was reprogrammed at the rate of 5.47 ml/hr with a vtbi of 0.3282 ml. At 7:22am, the syringe module was channeled off and the pcu was powered off. Since the vtbi at 6:30am was set at 7.4377 ml and the primary volume infused as of 7:20am was 3.6993 ml, the remaining vtbi should have been 3.7384 ml. However, at 7:21am, the vtbi was only 0.3282 ml, and there were no events in the log indicating the reason for this discrepancy. It is possible that when the syringe clamp was opened, the user removed the syringe and either inadvertently modified the volume or replaced the syringe with a new one. The volume discrepancy between the selected syringes during programming with the recorded volume of 8.3494 ml at the time of initial infusion, 6:39am, and the recorded volume of 1.2399 ml at the time of reprogramming at 7:21am, with only 3.6993 ml of the medication infused, also indicates that the syringe could have been replaced. The total volume infused during this time period was recorded to be 3.7093 ml. Functional testing performed found the device to be operating within specification. The root cause of the report that an unspecified syringe infusion was programmed for 2 hours yet infused within 45 minutes was not identified.

Event description:
It was reported that an unspecified syringe infusion was programmed for 2 hrs. However infused within 45 mins. There was no reported harm per customer although requested, no further details were provided at this time. Biomed stated ; "pcu purchased 5/15 not pm ( broken handle, battery replaced (B)(6)2018 firmware upgrade) pm was completed in house after this firmware upgrade (B)(6)2018 8110-serial#:(B)(4) was purchased (B)(6)2019."

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an unspecified syringe infusion was programmed for 2 hrs. However infused within 45 mins. There was no reported harm per customer. Although requested, no further details were provided at this time.